Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the registration step of the surgery, the user noticed that one of the registration points he selected was not spreading correctly to one specific slide. The user had to restart the registration process two times in order to obtain a sufficient registration accuracy to perform the surgery.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The log files analysis confirmed that an already known software bug caused the reported issue.